Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed biphasic pcb assembly was further evaluated in the failure analysis center. It was observed that a diode, cr24 and the trace on pcb mounted jack connector, j103 were found to be burned open. Additionally transistors q5 and q6 and diode cr7 were all found to be shorted. The electrical damage found to the biphasic pcb assembly resulted in the failure to charge and deliver defibrillation energy.

Event description:
The customer originally reported to physio-control that the user test on their device was failing every night. After an evaluation of the device by physio-control, it was observed that the device would not charge defibrillation energy when trying to deliver a defibrillation shock. This was observed during testing and there was no report of any patient use associated.